Manufacturer narrative:
(B)(4). Batch n93n49. The device was returned with the tissue pad damaged, melted, and 100% present and not completely detached from the clamp arm as reported. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the reported lot number, n93t4n, is not valid. What is the correct lot number for the reported harhd36 device? N93p4n.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the reported lot number, n93t4n, is not valid. What is the correct lot number for the reported harhd36 device?

Event description:
It was reported that during a laparoscopic heller myotomy the tissue pad melted and fell off of the device but did not fall into the patient. The piece was found. It is unknown how the procedure was completed and there were no patient consequences reported.